Event description:
It was reported that for the last 2 days the controller battery level has been going down very quickly from 100 to 0% when they are charging the implant. Caller stated that normally the controller will be at 60-70% or 80% when they are done charging the implanted neurostimulator but now it is going down to red. Agent had caller examine recharger for damage; caller confirmed no visible damage but stated that the recharger has been feeling really warm. Agent confirmed controller and battery pack were replaced (B)(6) 2024. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755-s, serial# (B)(6), revealed no were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.